Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and was not reproduced during service evaluation. The assignable cause was not identified. No repairs were performed for the reported condition as it was not confirmed. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of "damage, infusion not lower." After further investigation, the facility later clarified that the malfunction of the device was that the "equipment will not dispense." The event was reported to have occurred upon power up in the emergency room department. The hospital representative did not have any information on patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.